Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 20.5 mmol/l on mobile meter (system 1) and 10.0 mmol/l on guide meter (system 2). No death or serious injury reported. Requested return of suspect device and replacement was sent.